Event description:
(B)(6) had a left total hip replacement on (B)(6) 2004. Tr received the depuy total hip pinnacle acetabular cup sz 54, depuy s-rom system with an 18x13x160 standard neck titanium alloy stem with an 18b large proximal sleeve + 36mm femoral head. Prior to the surgery, (B)(6) had increasing pain and disability in the left hip due to degenerative arthritis of the let hip. On (B)(6) 2009, (B)(6) was seen in ER with a lump on the left thigh which was tender to touch. On (B)(6) 2009, an ultrasound revealed an abscess on the left thigh. Throughout 2010, (B)(6) continued to experience pain and clicking in the left hip. On (B)(6) 2010, (B)(6)'s chromium and cobalt levels were elevated. On (B)(6) 2010, the left hip was aspirated and found to be infected. On (B)(6) 2011, the hip prosthesis was removed and spacer put in. (B)(6) was required to wear a bulky and awkward brace from (B)(6) 2011. (B)(6) was put on long term IV for infection. On (B)(6) 2011, a total left hip re-revision was done. Following the hip re-revision, (B)(6) continued to have an infection in the hip and suffered significant pain and required the use of a cane plus shoe inserts. She is unable to wear dress shoes and continues to have pain in her left hip and leg. (B)(6) continues to need narcotic pain medication daily plus prescription medication to sleep.